Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump wouldn't run. Bubbles were observed. The pump was alarming and the screen read no disposable clamp tubing. The pump was stopped and continued to alarm. The patient denied any air in the tubing. The patient was instructed to turn the pump off, close a clamp on the tubing and remove the cassette. Bubbles were observed in the tubing that extends across the top of the cassette. Tubing was massaged and cassette tapped lightly on a firm surface. Cassette was reattached and pump started. The screen reads no disposable pump won't run. Above steps repeated a second time. Clamp opened and pump started. No disposable clamp tubing. No patient injury was reported.